Manufacturer narrative:
Concomitant medical products: product ID: 3986a, lot# n303861, implanted: (B)(6) 2011, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3986a, serial/lot #: n303861, ubd: 09-sep-2015.: occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that impedances were checked for the patient¿s cervical stimulator and contacts 3-7 and 12-15 were greater than 40,000 ohms. The reference electrode was changed to number 3 and all contacts were showing greater than 40,000 ohms. The manufacturer representative changed lead configuration to 0-3 and then only electrode 3 was showing greater than 40,000 ohms. The rest of the electrodes were between 500-587 and 503-666 ohms. Troubleshooting resolved the reported issue, and the patient was able to feel coverage all over when they reprogrammed with simple bipolar pairs. Per the patient, the lead was damaged at implantable neurostimulator/lead replacement on (B)(6) 2015. There were no further complications reported or anticipated.